Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had been experiencing skin irritation for about 2 or 3 months. It was stated that the customer inserts the infusion set at the abdomen and the current site did show signs of infection. It was swollen, red and itchy and the customer's blood glucose level went up to 500 mg/dl. Troubleshooting was performed and it was advised to remove the infusion set and contact the doctor for treatment instructions. The device will not be returned for analysis.